Event description:
The neofuse plating system is a unique plating system for ankle fusion providing a high stability and rigid fixation. The system is composed of an anatomically contoured plate, with a distal part adapted to the talar neck, and a proximal part adapted to the distal tibial epiphysis and diaphysis. The most proximal tibial hole is an oblong hole, which facilitates peroperative handling of the plate by the surgeon as it enables its temporary fixation to the bone. Rigid fixation is achieved by: three 3.5mm diameter surfix type locking screws for talar fixation. Four 4.5mm diameter surfix type locking screws for tibial fixation. An additional 4.5mm interfragmentary screw (transfocal screw) to enhance compression of the tibio-talar joint, up-to the subtalar joint if need be. This cortical screw is inserted in an oblique way to reach the posterior aspect of the talar body, or else the posterior aspect of the calcaneus, should the surgeon wish a complementary subtalar compression. As an adds-on to this plate and screw system, in2bones has developed a targeting device that enables the precise positioning of an i.b. S® 6.5mm screw, applied posteriorly through the tibiotalar joint, to ensure the closure of the posterior hinge and reinforce the stability of the arthrodesis. Event description: when inserting the 2.7 mm drill bit, ancillary to the neofuse plate, into the drill guide at the talus, the drill bit broke due to slight stress, according to dr. (B)(6). This drill bit was removed with rongeurs without any damage. This reportable event is part of a remedition resulting from a 483 letter.

Manufacturer narrative:
Batch record n°1905007 dated 27/jun/2019 is compliant. No non conformity which might explain the complaint was determined. Device manufactured with drawing in force at the time. Ever since then, the part has been lengthened and the quick coupling changed; none of those modifications are related to the issue described here. Few data collected and device wasn't returned. The most likely cause is a use cause by the surgeon.